Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 22-aug-2026, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (hydromorphone) 10 mg/ml at 4.5 mg/day via an implantable pump for unknown indication for use. It was reported that the patient's pump had flipped. There were no environmental/external/patient factors that may have led or contributed to the issue. It was reported that the office was unable to interrogate the pump with the handheld tablet. Actions/interventions taken to resolve the issue included scheduled patient to have a surgery to flip the pump upright. During the procedure, the hcp questioned the integrity of the catheter connected to the pump. So they passed an 8784 to be able to splice into the existing 8780 catheter. The issue resolved with the patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown.

Manufacturer narrative:
H6 codes have been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from the company representative (rep) via the healthcare provider (hcp) reporting the pump probably flipped more than one time. When the pump flips the catheter flips as well. If the pump flips multiple times, the catheter gets twisted. The catheter appeared that it was twisted so much that no fluid was being pushed through the catheter. Therefore, the physician decided to replace a small segment of the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.